Manufacturer narrative:
Other applicable components are: product ID 8731sc, serial# (B)(4), explanted: (B)(6) 2012, product type: catheter; product ID 8731sc, serial# (B)(4), explanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a regarding a healthcare provider (hcp) via a company representative patient who was receiving an unknown medication via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2012. It was reported the patient previously had a pump that was removed 11 days post implant due to infection. The pump was explanted on (B)(6) 2012. On (B)(6) 2016 the patient was to have an intrathecal baclofen pump implant. During the pump implant on case on (B)(6) 2016, the physician confirmed the patient had a pump before that was explanted due to infection. Additional information was received from a healthcare provider (hcp). The patient's medical history was spastic quadriparesis. The hcp noted the date of explant to be (B)(6) 2012. There was swelling and erythema at the pump site and drainage at the lumbar site. Cultures were taken from the wound and they revealed staphylococcus aureus. The cause of the infection was noted to be unknown/surgical contamination.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.